Manufacturer narrative:
Device 2 of 3. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Third party manufacturing site: (B)(4).

Event description:
The end user reported that the cohesive seal slims was corroded and sharp within less than one day of use especially where she would break the seal apart and pinch back together which resulted in the seal not lying flat and she stated that the sharp edges would dig into her skin which causing pain. Also, she experienced leakage along with skin irritation. She also stated that she was unsure whether her high-volume liquid output or seal contributed but later she felt it was the seal which caused the issue. She used the seal with company's pouch and an unknown company's appliance for about a month. She has discontinued the use of company's seal and currently using another company's seal with barrier strips and stoma powder. No photo is available at this time.